Event description:
During the initial count before patient came in to the operating room, the staff identified there was an extra needle in the suture packet. Packet contained 6 needles instead of 5. Suture packet was removed from room and sent to materials management.